Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the unknown symptom through the observation of an inoperable keypad with an intermittent keypad response, which was experienced during evaluation. All keys were found to be working intermittently and were caused by a failed keypad. The front case (including the failed keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an unknown symptom. It was also reported there was no patient involvement.